Event description:
It was reported that upon power up, the biomedical engineer noticed the lower display had black lines in it, and it would not come up. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the liquid crystal display (lcd) lens was broken, the upper case was broken, the lower case was contaminated, the ring cover and two side bail covers were broken, the battery release and battery drawer were contaminated, one board connector cable was out of specification, the battery contacts were compressed and the ring was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.